Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini had an incorrect product issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at an unknown time, the patient alleged ot verio test strips were packaged with an ot ultra mini meter. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged taking more food and/or drink on (B)(6) 2015 at an unknown time. The patient claims she developed symptoms of "sweating, headache and dizzy" 2-3 days after the product issue. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.